Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 19-nov-2022, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 18-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the patient presented for normal follow-up and once impedances were checked, it was noticed that one lead was out of range in terms of impedances. The patient did not mention any factors that she could remember that could have contributed to the high impedance issue. X-rays were taken and significant lead migration in high impedance lead was identified. The stimulator was reprogrammed to functioning lead. No patient symptoms were reported. No further complications were reported/anticipated.